Event description:
It was reported the patient had their battery changed out in april 2014 because ¿it went bad.¿ it was stated about 3 months after the implant in (B)(6) 2013 it ¿got bad connections on it.¿ it was stated they did not know whether it was a battery malfunction or connection malfunction. It was noted 2-3 months after the implant it ¿failed on one of the contacts so they moved it to another contact and then a third one and then it failed on all of the contacts.¿

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type: lead; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va05k31, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative on (B)(6) 2014 and they did not have concerns with their device or therapy.